Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
The customer had an on-going issue with ise qc for one week. Patient samples were also erratic on (B) (6) 2010. Customer provided results for 13 patients, potassium results for one patient were discrepant: initial potassium result was 4.6 mmol/l, repeat result tested on a different modular was 3.7 mmol/l. The initial potassium result was not reported and results were not delayed. Ise cartridge lot numbers were not provided. The field service representative found the tubing on the ise sample probe was damaged and he replaced the ise sample probe assembly. Customer successfully calibrated and ran controls, precision test completed within specification.